Event description:
It was reported that the patient recived an inappropriate shock with pleuritic chest pain in 2006. Chest x-ray showed that the rv lead had perforated the heart to the pericardium. The lead was successfully repositioned.

Manufacturer narrative:
Na